Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, the air/water channel and the distal end of the device.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for bacillus. The user facility did not provide other detailed information such as the number of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) and minietd2 (not available in the USA). There was no report of infection associated with this report.